Manufacturer narrative:
Corrected data: in review, it was noticed that incorrect justification verbiage was inadvertently entered in section "h10" of the initial MDR report for "d6a & d6b" fields. In review, it was also noted that the "g4" field which should have been populated with "no" was inadvertently left blank in the initial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section g4: combination product: no. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 28, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint lens was received with a cut on the optic body. The lens was cleaned and, no issues that could contribute to or cause the complaint issue could be identified. Visual inspection of the complaint handpiece revealed that it was received with the plunger rod fully advanced. The handpiece assembly was inspected and, no issues that could cause or contribute to the complaint issue could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that after inserting the intraocular lens (iol) into the patient¿s operative eye, capsule broke. The iol was removed and replaced with a three-piece lens during the same procedure. Reportedly, the patient is doing well post-operatively. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable as the device was not implanted. It was inserted and removed during the same procedure. If explanted, give date: not applicable as the device was not explanted. It was inserted and removed during the same procedure. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.